Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The initial 3fr PICC line had been tunneled subcutaneously from the chest wall and entered into the subclavian vein of the small infant on (B)(6) 2015. The patient was sent home for management. Two weeks post insertion ((B)(6) 2015), a leak in the junction where the clear extension tube meets the purple hub was noted. The physician describes the procedure to be a 'tunneled PICC' similar to that of a hickmans. According to the physician, the PICC line was in no way forced, pulled, stretched or otherwise placed under undue force. It was simply passed through each sheath with the stiffener in place just as it would be through the arm. The physician thought that somehow the PICC extension may have been under some sort of stress and split, so he replaced a second line using the same approach described above. A second line was placed under a general anesthesia. Two weeks afterwards, the physician was alerted to the PICC leaking and upon review. Found there to be a 'split'/'detachment' at the same area of the previous PICC. As this occurred towards the end of the treatment, the device was removed. No adverse effects to the patient have been reported.

Manufacturer narrative:
(B)(4). Investigation / evaluation during the course of investigation, a visual examination of the one returned device, along with a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions (mi), quality control (qc) and trends was conducted. The visual examination confirmed the extension was partially separated from the hub. It was revealed that about 1/2 of the tube was disconnected; which likely led to the leakage noted by the customer. The extension tube, catheter markings and length were confirmed to be dimensionally correct. The device is inspected according to quality control specifications and is statistically pressure tested. There is also a 100% confirmation that the extension tube with winged flla are securely attached. An instructions for use (IFU) is provided with this device that lists intended use, warnings, precautions, product recommendations for size and placement and instructions for use and maintenance of the device. Based on the information provided and the results of our investigation, we are unable to determine with certainty the root cause for the reported difficulty. We have notified appropriate personnel and will continue to monitor for similar events. Per the quality engineering risk assessment (qera), no further risk reduction is required.

Event description:
The initial 3fr PICC line had been tunneled subcutaneously from the chest wall and entered into the subclavian vein of the small infant on (B)(6) 2015. The patient was sent home for management. Two weeks post insertion ((B)(6) 2015), a leak in the junction where the clear extension tube meets the purple hub was noted. The physician describes the procedure to be a 'tunneled PICC' similar to that of a hickmans. According to the physician, the PICC line was in no way forced, pulled, stretched or otherwise placed under undue force. It was simply passed through each sheath with the stiffener in place just as it would be through the arm. The physician thought that somehow the PICC extension may have been under some sort of stress and split, so he replaced a second line using the same approach described above. A second line was placed under a general anesthesia. Two weeks afterwards, the physician was alerted to the PICC leaking and upon review. Found there to be a 'split'/'detachment' at the same area of the previous PICC. As this occurred towards the end of the treatment, the device was removed. No adverse effects to the patient have been reported.